Event description:
The customer reported to vyaire medical requesting event trace on this unit. Customer states there was a patient. The reporter confirmed that there is a patient involvement associated on this event. Alleged harm, patient did pass while using vent.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was found to have a failed internal battery and would not operate for any period of time when disconnected from the external power.however, the event trace had logged no occurrences of ln vent1 events. With external power provided the uut was tested and was found to function normally. The event trace found no indication of malfunction of misuse. The review of eta factory view finds that the ventilator was final tested on (B)(6) 2009. It was indicated that the unit last underwent a 10k preventive maintenance at 27.728 hours of operation on (B)(6) 2018.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The uut (unit under test) was found to have a failed internal battery and would not operate for any period of time when disconnected from the external power. However, the event trace had logged no occurrences of ln vent1 events. With external power provided the uut was tested and was found to function normally. The event trace found no indication of malfunction of misuse. The review of eta factory view finds that the ventilator was final tested on (B)(6) 2009. It was indicated that the unit last underwent a 10k preventive maintenance at 27.728 hours of operation on (B)(6) 2018.

Event description:
The customer reported to vyaire medical requesting event trace on this unit. Customer states there was a patient. The reporter confirmed that there is a patient involvement associated on this event. Alleged harm, patient did pass while using vent.